Event description:
It was reported this was a venotomy closure of a left common femoral vein using a proglide device after an electrophysiology (ep) procedure with an 8f sheath. It was noted the access site had heavy scar tissue. Reportedly, while advanced the lever (step 1), a cracking sound was heard. The lever was fully advanced, but the foot did not fully open. The foot was then unable to close, resulting in an inability to remove the device. The physician broke open the device and was manually able to close the foot via hemostats. The proglide device was successfully removed without further issue. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open or close was not confirmed. The noise, mechanical jam, and the entrapment are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, it is possible the scar tissue, and/or placement of the device caused the noise and the resistance to open or close the device. The foot may of surfed distally out of the guide and locked in the open position inducing the entrapment. When this occurs manipulation of the actuator wire is necessary to release the foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.